Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, the scrub nurse found that cracks were around the base of the device's insulation part on the instrument table (out of the patient). When using with gauze to check whether the crack part could be removed, it turned out that the insulation part came off from the shaft. Another new device was opened and when the operation was restarted, the same event occurred. The nurse saw that the insulation part was about to come off, so he/she opened another new device. The operation was completed with the third device. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.